Manufacturer narrative:
(B)(4). The device was returned for evaluation and abbott vascular (av) confirmed the reported failure to deploy the thumb advancer. The device handle was opened and av observed that the catch on the thumb advancer was not seated properly and was raised on the pusher block. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint handling database found no similar incidents from this lot. Further assessment was performed and identified a potential product quality issue due to the interactions with the incorrectly seated catch. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4) 2017 - failure to follow steps/instructions - a femoral angiogram was not performed. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device via a 6fr sheath, after a superficial femoral artery interventional procedure. Reportedly, before deploying the clip of the starclose se device, it was noticed that the sheath did not split completely. The starclose se device was removed and manual arterial compression was applied to achieve hemostasis. A femoral angiogram was not taken. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Review of the labels attached to the device history record for this lot was conducted and label indicated an expiration date (use by date) of (B)(6) 2017 and the procedure date was (B)(6) 2017 which is 45 post expiration. It should be noted the starclose instructions for use (IFU), in the graphical symbols for medical device labeling section indicates the use by symbol which is the next to the expiration date. In this case, it is unknown if the use after expiration contributed to the reported event.